Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 62 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the pt presented symptomatically, and at a recent CT scan demonstrated that the stent graft has migrated distally into the aneurysm sac and had folded/kinked over itself, resulting in a large proximal type I endoleak. (Ref MFR 2953200-2011-01715) the left iliac artery on the contralateral side had also kinked, which resulted in a thrombosed contralateral stent graft limb (ref MFR 2953200-2011-01716), although the stent graft limb did not kink. Currently, the aortic neck was 21-22 mm in diameter at the renal arteries and then had dilated very quickly to 24-25 mm and then to 27 mm distally. The aneurysm size at the time of migration was 6.4 cm x 5.6 cm in diameter. The migration was attributed to the aortic neck dilatation and disease progression. The migration, endoleak and occlusion of the stent graft were resolved with the placement of two aortic cuffs, three iliac extensions, and a femoral to femoral bypass. No add'l clinical sequelae reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (occlusion). (Disease progression with aortic neck dilatation). Conclusion: (disease progression with aortic neck dilatation).